Event description:
On (B)(6) 2012, the reporter claimed the animas pump has intermittent power. Reportedly, the pump has rebooting several times during the last 3-4 days. In addition, the patient's blood glucose has been high lately; patient's blood glucose has gone as high as 400's mg/dl. At the time of concern, he tested negative for ketones and did not have any symptoms to suggest acute complication of diabetes. The patient's doctor concluded the elevated blood glucose is due to hormonal change and the patient's compliant or lack thereof with pump therapy. Furthermore, the power issues also include time/date reset and a short battery life. This complaint is being reported due to the alleged power issues. There is no evidence the patient suffered a serious injury as there is no symptoms or required medical intervention to suggest acute complication of diabetes.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the black box showed evidence of unexplained power events. The battery compartment and cap were observed to be intact. The battery cap was tested and confirmed to be within specifications. The pump was exercised for 24 hours without power issues. The pump was opened and no power circuit defects were found. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.